Manufacturer narrative:
This product problem is limited to x'ten surgical light systems with single fork, video feature. Review and improvements to processes at the supplier of the spring arm were implemented. MFR determined that the crimping tool used by their supplier was not allowing good positioning of the hooks (to lock the pins inside the connector housing). As a result some of the pins move backward during installation. When the pins move backward the electrical contact will not be efficient anymore, the connector will overheat and melt, and the connection can be lost. Noticeable dimming of the light output can result. The light arms are being replaced. Maquet sa provides product failure investigation, analysis and resolution for the device described in this report.